Manufacturer narrative:
(B)(4) date sent: 5/20/2021. Additional information was requested and the following was obtained: 1. Did a part of the device jaws break off? If a part of device jaws broke off, was the part retrieved? No, no broken parts are left. 2. Is the piece that broke off being returned with the device for analysis? No. 3. What was the date of the procedure? Was it (B)(6) 2021? Yes. Based upon the responses to the initial request, attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the additional information that was received on 4/27/2021: 1. Did a part of the device jaws break off? Yes or no. 2. Please only answer this following question if a part of the device jaws broke off. Was the broken off part of the jaws found and retrieved? Yes or no. 3. Or was a broken off piece of device jaws left in patient? Yes or no. 4. If a broken off piece of device jaws was left in patient and not found, is there any plan to re-operate on patient to retrieve the device jaw part at a later date? Yes. Planning on reoperation or no, there will be no reoperation. 5. Please only answer this following question if the part of the device jaws was retrieved. Is the piece that was retrieved being returned with the rest of the device for analysis? Yes or no.

Manufacturer narrative:
(B)(4). Date sent: 7/8/2021. H2: additional information received: 1. Did a part of the device jaws break off? Yes. 2. Please only answer this following question if a part of the device jaws broke off. Was the broken off part of the jaws found and retrieved? Yes. 3. Or was a broken off piece of device jaws left in patient? No. 4. Please only answer this following question if the part of the device jaws was retrieved. Is the piece that was retrieved being returned with the rest of the device for analysis? Yes.

Manufacturer narrative:
(B)(4). Date sent: 8/5/2021. D4: batch # u9598k. H6: component code: mechanical (g04). Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device found to be returned one of the jaws bent. In addition, a tyvek wrapper was also returned along with the device. Further analysis shows that the bent jaw was more open due to lash of cam being broken. This condition would not allow the jaws to collapse to form the clips. Also, the device was noted to be empty, however, the lockout mechanism was non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly of the device, the ratchet pawl was found to be damaged causing, the lockout feature. The damage observed on the ratchet pawl from the complaint device is consistent with a device that has been fired through lockout. As the complaint device was returned empty and with no clips remaining, it is concluded that after the device fired all clips, the firing of the device continued, thus breaking through the lockout, which damaged the ratchet pawl component. The event reported was confirmed and it is related to improper use of the device. Possible causes for the condition of the cam damage may be due to inadvertent force, twisting, or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws while entering the trocar. The ratchet pawl damage was related to improper use of the device. The instructions for use contain the following: "caution: the instrument contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a structure or vessel. Do not attempt to fire through the lockout. Please reference the instructions for use for more information." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: did a part of the device jaws break off? If a part of device jaws broke off, was the part retrieved? Is the piece that broke off being returned with the device for analysis?

Event description:
It was reported that during a hepatectomy procedure, the tip was broken. It is unknown how procedure was completed. There was no patient consequence.